Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt said their hcp did a really sloppy awful job putting it in the medtronic equipment. The hcp laid that equipment right over the pts vertebrae and lumbar spine, every time they try to recharge the ins it mashes the tissue above the stimulator, the stimulator and below it pressing on a lot of nerves that makes them hurt in other ways that they didn't before they started recharging. Pt was escalated. Patient services (pss) agent did not ask for further clarifying questions due to the escalation of the pt.